Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG comm error" message. Complainant indicated that there was no pt involvement in the reported malfunction.